Event description:
A finetuner echo was returned to service and repair. According to the repair request form the device was non-functional because it would not pair.

Manufacturer narrative:
Conclusion: according to the information received, a finetuner echo was sent to service repair due to not functioning. During device investigation a failed capacitor was detected which was clearly the reason for the reported issue. Further also 2 components were found loosened, likely caused by the failed capacitor. Electrical inspection could not be performed because of the observed malfunction. No injury was reported. This is a final report.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A finetuner echo was returned to service and repair. According to the repair request form the device was non-functional.